Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during surgery using matrix the surgeon tightened the transverse process hook at the screwdriver shaft, as the surgeon heard a sound that the torque was not applied, the screwdriver shaft was broken. Reportedly the surgery was successfully completed with another shaft. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device history record review was indeterminate. The record review reports: the manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The entire t25 tip of the screwdriver shaft is broken off. The fragments are not present. A lab analysis shall be performed to check for breakage type and to verify if the hardness of the tip material is in the specified range. The visual inspection does not reveal a root cause for the failure of the screwdriver shaft. The lab analysis may add information for a conclusion. To protect the t25 screwdriver from overload it is important to use the t-handle with torque limiter, 03.620.061, for final tightening and for reopening of locking caps, as per technique guide. The present screwdriver shaft was checked for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified.